Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42's. Additionally, it was reported that the customer experienced a low blood glucose (bg) level in the 40 mg/dl range; cause was not reported. Customer declined further troubleshooting for the low bg, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.